Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirmed hyperglycemia on the reported event date that began following a supply change and a usual for me breakfast meal announcement. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on case notes and device data, the ilet operated as intended. This hyperglycemic event was caused by a failed infusion set or other failure along the fluid pathway associated with the supply change.

Event description:
On 8/26/24 a beta bionics clinical diabetes specialist (cds) was made aware that an ilet user experienced a high blood glucose (bg) event resulting in hospitalization. The event occurred on 8/25/24. On 8/27/24 a beta bionics customer care agent followed up with the user about the event. On (B)(6) 2024 the user experienced hyperglycemia with blood glucose levels reaching 586 mg/dl after changing their supplies the day before. Despite receiving an occlusion alert, the user did not change the infusion set site or test for ketones. The user called 911 and was admitted to the hospital, where the ilet was removed. The infusion set cannula was not bent upon removal. The user received treatment with insulin, antibiotics, and painkillers and was released from the hospital on (B)(6) 2024. The user reported no immediate health effects. The user does not want to troubleshoot the issue further and has decided to return the ilet device.